Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over one (1) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the allegation. Olympus could not identify the material or specify the root cause that made the foreign material remain in the subject device since it is unknown if the reprocessing was conducted in accordance with instructions for use. The event can be prevented by following the instructions for use (IFU) which state: "inspection method is described in the operation manual for urf-p7 chapter 3 preparation and inspection prevention method is described in the reprocessing manual for urf-p7 chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an uretero-reno fiberscope to the service center. During inspection of the returned device, it was observed that there were foreign objects attached to the parts of the vent on the grip. The customer did not report any patient user injury or harm reported to olympus.